Event description:
The patient stated that she received an occlusion (e4) while trying to bolus. She stated that she changed her infusion site and received the occlusion error again while bolusing. She stated that she disconnected from her infusion site and bolused without error. The patient was advised to contact her physician regarding possibility of scar tissue. The patient called back a week later and stated that she is receiving occlusion errors again. The patient was advised to disconnect from her infusion site and she stated that she saw an air bubble in the infusion tubing. The patient was able to prime to remove the air bubble. The patient was instructed to bolus and the infusion device occluded. The patient was instructed to disconnect the infusion tubing from the infusion device and to bolus and she received an occlusion. The patient was then advised to remove the insulin cartridge from the infusion device and to push on the plunger of the cartridge. She stated that the plunger would not move. The patient was advised to change all of her accessories. The patient was then able to prime the infusion device and to bolus while connected to her infusion site without error. Upon follow up the patient stated that she has had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.